Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a moderately tortuous left forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the device was prepared properly according to the recommended procedure, and delivered to the lesion, and then, dilation was started. There was residual stenosis at 4 atmospheric pressure (atm). When it was slowly inflated up to 6atm, leakage of the contrast media was confirmed under fluoroscopy, and it was determined that the balloon ruptured for 30 seconds upon the first inflation. It was slowly deflated, and the device was simply removed from the body. The patient's condition was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a moderately tortuous left forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the device was prepared properly according to the recommended procedure, and delivered to the lesion, and then, dilation was started. There was residual stenosis at 4 atmospheric pressure (atm). When it was slowly inflated up to 6atm, leakage of the contrast media was confirmed under fluoroscopy, and it was determined that the balloon ruptured for 30 seconds upon the first inflation. It was slowly deflated, and the device was simply removed from the body. The patient's condition was good post procedure.